Event description:
It was reported by the rep that the (1) al326 was used during an unknown procedure. It was reported that the device misfired. The surgeon felt thedevice misfired and the staples would not advance properly. The case was completed with a second instrument and no consequence to the pt. The nurses reported that after the case they fired the device and it worked correctly.